Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s user interface buttons not functioning as intended, resulting in an inability to scroll through pump parameters and alarm history, and in an inability to perform a self-test, was not confirmed. However, the reported event of an atypical power cable disconnect alarm was confirmed via the provided log files. The event log file contained data spanning approximately 2 days (23sep2023 ¿ 25sep2023 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. No atypical events were observed within the event data; however, the provided periodic log file was also reviewed, recording events at approximately 1 hour intervals. An atypical power cable disconnect alarm (an alarm that did not appear to be associated with a power source exchange) was observed on an event recorded on 19sep2023. The alarm appeared to have been caused by the voltage within the white power cable being above the acceptable voltage threshold. Due to the nature of the periodic data, the onset and resolution of the alarm was not observed; however, the alarm did not reoccur throughout the remainder of the data and had resolved before the next recorded event. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, the controller was not retained after it had been exchanged. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including power cable disconnect alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was suffering from malfunctioning buttons and was replaced on 25sep2023. The controller became faulty after showing erroneous power disconnects a few weeks prior. After looking at the alarm history, the controller's display screen would only show the first pane of the alarm history for that particular power disconnect, regardless of which buttons were pushed. The controller would not toggle through parameters or current alarm history. Self-test would not activate either.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.